Event description:
Hartford hosp submits this report pursuant to 21cfr803. This report is based on info reviewed by hartford hosp which it may not have had an opportunity to investigat fully or verify prior to the reporting date. This report shall not be construed as an admission by hartford hosp that it or any of its employees or affiliates caused or contributed to the incident describe herein. Pt in prone position in or for cervical laminectomy. Mayfield head pins placed and headrest locked in place. The pin which holds the headrest in position released itself and the pt's head fell out and was caught by the surgeon.